Event description:
Complainant alleged that during biomed testing, the device displayed a "defib disabled", "pacer disabled", "defib disabled" and a "defib fault 72" message. Complainant indicated that there was no pt involvement in the reported malfunction.